Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the user alleges that he raises the hi / lo to the highest at night, and by morning it is down. Probably the hi / lo motor is bad per tech service.